Manufacturer narrative:
D10 concomitant product: eea2835, eea2835 eea 28 mm-3.5 sgl use stapler, (lot #p1l0491s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic low anterior resection of the rectum, during rectal transection and rectal anastomosis, poor staple formation was observed from the linear stapler. Meanwhile, a partial staple formation failure was observed on the circular stapler. The staple line was resected and re-stapled, and the devices were replaced with a new reload and a circular stapler to resolve the issue.